Manufacturer narrative:
Complaint confirmed by field service who determined that the error was due to a software 100 pt database error occurring. The system was upgraded and the issue was resolved. (B)(4).

Event description:
It was reported to boston scientific corporation, that a procedure using a prolieve thermodilatation system to treat benign prostatic hyperplasia (bph) occurred on (B)(6) 2008 (sex unk). According to the complainant, post-procedure, the system displayed an error message and rebooted. There was no pt involvement.